Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) was being performed. The physician obtained right femoral access and delivered the watchman fxd curve access system over the versacross connect dilator. As soon as the transseptal puncture occurred and the sheath was in the left atrium, heparin was given. Immediately after that a thrombus was seen on the tip of the watchman fxd curve access system. The physician aspirated and the thrombus was removed, however, another thrombus quickly formed. The physician aspirated again and removed the sheath. At this time, a thrombus was seen on the baylis pigtail wire outside of the body. A new watchman fxd curve access system was prepped. Activated clotting time was 280 seconds, and the new system was advanced and placed in the left atrium. No further issues occurred, and the watchman device was successfully deployed. The patient was discharged from the hospital and has fully recovered.